Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a male patient (age unknown) in cardiac arrest, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained burns/abrasions to the skin on the chest.

Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. A photograph of the patient's injury was provided for review. The photographic evidence appears to show that the CPR puck was pulling on the patient's chest hair (heavy presence of hair) when CPR was being performed causing irritation of the skin beneath the CPR puck. The instructions for use for the electrode pads states for the user to remove excess chest hair to maximize gel to skin contact prior to applying the electrode pads on the patient. Failure to perform patient preparation can lead to poor coupling of the electrode pad to the patient's skin, which may lead to the possibility of arcing and skin burns/abrasions. No trend is associated with reports of this type.